Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device opened by the account without the packaging. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The instrument was received with the bag inside the shaft and not deployed. The handle was disengaged from the shaft. Functional testing was precluded due to the observed damage. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the reported condition was due to an error in body and blade assembly. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparoscopic cholecystectomy, when removing from the package, the handle parts of rings were detached. The product was unusable. Opened another. No patient harm. Operating time not extended. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding.